Manufacturer narrative:
. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition of trigger of the device being sticky identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the recon sagittal saw handpiece device was sticky. It was further observed that the device had component damage. It was determined that the device was fractured and could not engage attachment. It was further determined that the device failed pretest for general condition, checking coupling screw of saw blade coupling, checking the saw blade coupling, and checking for sticky trigger. It was noted that the test to check oscillation frequency with frequency meter was unable to be performed. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.